Event description:
It was reported that pump screen was dark and would not turn on unless pump was plugged into power. There was no adverse impact to the customer's blood glucose level. Technical support guided caller through troubleshooting, including removing pump from case, attempting to turn on screen using button presses, and plugging pump into known working power source, after which display turned on only while connected to power. Technical support arranged replacement pump, advised customer to keep pump plugged in to use screens until replacement arrived, confirmed use of multiple daily injections as backup therapy, provided storage mode instructions for returning pump, and instructed customer to program pump settings and connect cgm on replacement device and to return problematic pump within 10 days.